Manufacturer narrative:
H10: report is manufacturer report number.

Event description:
It was reported a 2.5 x 10mm scoreflex nc scoring balloon was used for treatment of heavily calcified, moderately tortuous, 90% stenosed lesion in proximal to mid left anterior descending artery (lad) through femoral artery access. A non-abbott guide catheter and non-abbott guide wire were in use. Two inflations were performed. Following the second inflation at 20 atmospheres, the balloon burst. The rupture did not result in material separation; the scoreflex was fully removed. Flow-limiting dissection of the diagonal artery was suspected. Treatment of the dissection was attempted but the lesion could not be crossed with a non-abbott guide wire. The lad was stented and the diagonal artery was not treated. The patient was discharged from the hospital the following day as standard practice and the patient was stable on (B)(6) 2025. In the opinion of the physician, the scoreflex balloon possibly caused the dissection. No additional information was provided.